Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and the blood glucose reading ran over 600 mg/dl. Insulin did exit with a fixed prime but only one drop was seen. The infusion set cannula was not bent. After removing the infusion set, the insulin did exit with a fixed prime. The alarm had not occurred during the manual prime. The reservoir was not replaced or returned for analysis.